Event description:
Boston scientific received information via the patient remote monitoring system that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing lead impedance (pli). Boston scientific technical services (ts) reviewed and stated that impedance has been stable around 500 ohms and then jump abruptly to greater than 3000 ohms. Additional information was received from the field representative that the cause was not determined. The patient was brought back to the office to check the impedance and all numbers were in the normal range. Pocket manipulation and isometrics were performed but no out of range numbers were recorded. No recent stored episodes noted and other numbers were stable. Subsequently, another alert for high out of range pacing impedance was triggered. Ts noted some non-physiologic noise on presenting electrogram (egm). However, noise was not sensed and no noise stored on ventricular egm. Ts advised further evaluation to try reproducing noise on ventricular lead. The field representative stated that no further decision has been made yet as the high impedance was not reproducible. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.